Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that the patient had high pressure alarm on pump. The patient changed cassette and the alarm went off. Patient mixed a new cassette with new tubing and had the same alarm issue on first pump. Rph advised patient to swap to back up pump. Patient confirmed that the alarm occurred again on back up pump. There was no blockage or kink in the tubing, clamps were not closed and tubing was attached correctly. Patient stated both pumps were working fine previously. Cassette and tubing were changed out again and placed on back up pump, which primed successfully and was delivering for about 10 minutes before call was ended since everything seemed to be working. Patient called back later the same day and reported the same high pressure alarm on the pump. Despite efforts to troubleshoot the situation (swapped out pumps, cassettes, and tubing). Rph advised patient to go to hospital and advised only other cause could be the site/central line itself. Later on the same day the patient was off remodulin for 5 hours. The hospital flushed her lines and gave her a bolus dose of medication. The amount of which is unknown. The patient had chills, headache, body ache and a fever of 102.3 f since receiving the bolus dose. The patient has been flushing since then at maintenance dose. Medical doctor was made aware. The patient was not hospitalized.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.